Event description:
Patients complaining of feeling like they are getting burned and staff says handpieces feel hot. One patient actually had a small burn mark. Currently, two of our four laser heads have overheated, causing patient discomfort, and leaving redness on their skin.

Manufacturer narrative:
This report is related to the reports 3003899624-2025-00004 and 3003899624-2025-00005. The issues are reported from the same health care facility for one therapy system that contains three treatment probes that were allegedly found to be overheating. In the clinicians' own words: "patients complaining of feeling like they are getting burned and staff says handpieces feel hot. One patient actually had a small burn mark. Lower right handpiece connector threads are stripped. Due to the nature of our patient population, which includes individuals with cancer-related symptoms, pain syndromes, and tendonitis, our unit is used extensively throughout a twelve-hour day by several therapists. This is our only unit, and for some of our patients, it is the primary treatment they rely on. Unfortunately, we have had to place treatments on hold for now. Currently, two of our laser heads have overheated, causing patient discomfort, and leaving redness on their skin". The practitioner reported that all the red marks had been mild, transient and had resolved. The s1110 69 led cluster probe 660 nm and 850 nm 1390 mw treatment probe (serial number (B)(6)) was returned to thor and underwent temperature testing. It was found that the device meets the manufacturer specifications. The temperature did not exceed 41 degrees c after 10 minutes of continuous use. Therefore, the reported issue could not be reproduced during the investigation.